Event description:
A malfunction related to alarm 20 was reported while loading the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer attempted to load a new cartridge but encountered the same alarm issue, leading tandem technical support to decide on replacing the pump. In the meantime, the customer opted for mdi as a backup therapy to maintain insulin delivery. The customer was also instructed to put the pump into storage mode before returning it using a pre-paid label within 10 days, which they understood and acknowledged.